Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the pump battery compartment was observed to have multiple scratches going across the field of view of the display. The pump was opened and there was no evidence of moisture inside the pump. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that that the display screen was scratched. This report is made based on the results of investigation completed on 06/24/2014.